Event description:
It was reported that a customer discovered a leak in the tubing of a disposable cassette during peritoneal dialysis therapy. It was noted that the leak was originating from a hole in the patient line tubing. The customer stated that the tubing looked as if it was heated too much, causing there to be a hole in the tubing near the "white hub.¿ the patient completed therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.